Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of a 5.9cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure the delivery system was inserted in the patient and after two angiograms the patient coded. Lost pulse, pressure and had breathing difficulties. There were no issues with the insertion of the delivery system. The patient had favorable anatomy and excellent access. The delivery system was removed from the patient with no injuries to the patient. The physician attributed the event due to the patient¿s reaction to contrast. The patient was given steroids and is stable at this time. The physician do not believe that the device was a factor relating to the event. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).